Event description:
The customer observed a falsely elevated architect stat troponin-I result generated on an architect i2000sr analyzer with list number 2k41-27, lot number 63718un22. The customer stated they run a known negative troponin-I sample everyday as a blind control after running their commercial qc as a validation check when using the architect stat troponin-I. The previous result was 0.000. The results generated were 0.013 and 0.008. The customer¿s normal range for female patients: </= 0.013 ng/ml. The blind sample was just for a check after the qc run and not intended for patient management. It is unknown if the samples that were run are hama or rf positive. No impact to patient management was reported.

Manufacturer narrative:
It is unknown if the samples that were tested were hama or rf positive, therefore this incident is conservatively being reported as related to rcr 1415939-07/30/22-002-r. The investigation to-date from fisher diagnostics identified that the manufacturing process order instructions were not clear to manufacturing personnel. Appropriate corrective action(s) will be deployed for any additional contributions to causes subsequently identified in the ongoing investigation. Abbott is responsible for execution of this remedial action and a product recall letter was sent to all customers in receipt of the impacted lot of architect stat troponin-I reagent, ln 2l41-27, lot 38718un22 informing them of the following actions: immediately discontinue use of architect stat troponin-I, list number 2k41-27 lot number 63718un22 and destroy all inventory of lot 63718un22 according to their laboratory procedures. Contact customer support to order replacement material. Review the product recall letter with their medical director or laboratory management and follow their laboratory protocol regarding the need for review of previously reported patient results using lot number 63718un22. All available patient information was included. No additional information was provided.